Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer received incomplete test messages and very low measurements. Sensors and devices have been replaced. The customer, to determine the issue, follows this protocol. The device with the sensor is sent from a blood bank to the manager of the blood bank. He test his level of sphb using his checked pronto 7 device with a sensor also checked ( usually he has done before a hb test in laboratory) and then with no movement. He checked again with the apparent wrong device: if the device works, then he check the sensor using different pronto 7 devices. When he confirms that there is a massive "incomplete test" or significant differences and all the cases lower than the "tested pronto 7 with sensor" then he send this to us. There was no known impact or consequence to patient.